Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the surgeon looked to fire the contour on the bowel. They said they only had 1 click and the bowel was cut but no staples in the tissue. This then led to fecal matter contaminating the bowel. The patient ended up with fecal matter in their abdomen. As a high risk patient there is a risk of them having further infection from the procedure. The surgeon let me know he was dealing with very ischemic tissue in the bowel. When he approximated the device to the bowel he heard a double clunking sound which he thought was unusual. He did not fire the device. He released the jaws of the device to find the bowel had been transected cleanly. The device had not been fired so staples should still be in the cartridge of the device. The fecal matter was suctioned away and the abdomen cleaned. The surgeon used another stapler to continue the procedure. The patient was high risk prior to the case so they were monitored closely following the procedure. The patient is stable following the case but is being closely monitored.

Manufacturer narrative:
(B)(4). Date sent: 02/26/2020. D4: batch # t5dt2z. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.